Manufacturer narrative:
The incident is not related to the device or procedure. No investigation is required.

Event description:
On october 15th 2020, senseonics was made aware of an adverese event where patient was hospitalized due to left foot cellulitis and osteomyelitis.